Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (frying circuitry sound / would not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was making a 'frying circuitry sound at high volume' and that the monitor subsequently would not power on.